Event description:
Unit was implanted in cephalic vein pectoral pocket. For purpose of sensing, pacing and shocking in ventricle. Implanted: 2006, date of failure: approx three months post implant failure. Noticed during routine inpatient/clinic visit primary sign of failure: undersensing r/p wave secondary sign of failure: low amptitude ECG.